Manufacturer narrative:
The device analysis confirmed the reported issue.

Event description:
According to available information, this device required removal due to separation. The white part that helps with stylet removal came off from during the removal of the device. The stylet required intervention and removal with other instruments.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.